Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump malfunction, I can't pump properly.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tubing of both cylinders. These were sites of leakage. Microscopic examination of the separation revealed a central groove, indicating contact with sharp instrumentation such as needle. Four separations were noted in the inlet tube of the reservoir. These were all sites of leakage. Microscopic examination of the separations showed a suture like material through the inlet tube, resulting in the leakage observed. The information indicated the device was implanted for approximately 3 months. Suture type material was noted through the reservoir inlet tubing, which resulted in leakage at each puncture site, along with two separations due to contact with a needle on each cylinder exhaust tubing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in both cylinder exhaust tubes, and reservoir inlet tube occurred subsequent to the device packaging being opened. Based on the evaluation and information received, it was concluded that the separations most likely occurred during the implant procedure of the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.